Manufacturer narrative:
Philips service performed disk cleanup, defragmentation, and image store recreation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4))

Event description:
It was reported to philips that a windows error caused system shutdown during use on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.